Event description:
Upon placing a bravo capsule lot#67479/ID# 5235a in an endoscopy procedure, the capsule did not attach in the appropriate place. As the deployment device was being removed the capsule deployed into the upper esophagus as noted visually by physician. With concerns of aspirating the capsule into the lungs patient was intubated immediately to protect the airway. After several attempts to locate the capsule visually and manually, the capsule was located in a pocket on the side of the upper esophagus and physician was successful at retrieving it using a snare device.